Manufacturer narrative:
Our investigation into the complaint has now concluded. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned device was evaluated by the designated complaint unit and the initial visual inspection found no issues. The functional evaluation confirmed the specific reported issue as the device would not prime. The device was disassembled, however, unfortunately we have been unable to determine a route cause on this occasion but all product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.

Event description:
Water leaked from the tip. No injury reported. No delay.